Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that angiocath autoguard pnk 20ga x 1.16in catheter was discolored. This was discovered during use. The following information was provided by the initial reporter: material no. 381703, batch no. Unknown (reported: 606394938). It was reported that catheter is no longer transparent, making it difficult to complete the treatment. Event description per email states: pink plastic catheter that remains in the pt's arm is no longer transparent, you cannot see the blood flash making it very hard to tell whether catheter is in the vein.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that angiocath autoguard pnk 20ga x 1.16in catheter was discolored. This was discovered during use. The following information was provided by the initial reporter: material no. 381703 batch no. Unknown (reported: 606394938). It was reported that catheter is no longer transparent, making it difficult to complete the treatment. Event description per email states: pink plastic catheter that remains in the pt's arm is no longer transparent, you cannot see the blood flash making it very hard to tell whether catheter is in the vein.